Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2014 with the following: visual inspection revealed that the battery compartment was cracked at the threads. There was evidence of corrosion in the battery compartment and on the underside of the battery cap. The battery cap threads were found to be stripped. The returned battery cap was not able to be used. A test battery cap was used to complete all testing. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture ingress was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. The distributor alleged that the battery compartment and battery cap were damaged. It was noted that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.